Manufacturer narrative:
Findings: pump received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement test due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after the insulin pump got wet. The patient's blood glucose level was 193 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.